Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, after ten minutes part of blade was broken; the part did not fall into patient. No contact with metal (staples, clips) or other instruments while the instrument is being activated, no thick tissue. Part was found and with the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient no further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched, evidence that the device had contacted with another instrument. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.